Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav 2.0, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves do not operate within the permissible tolerance in their respective relevant positions an accelerated outflow of both valves was determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found. Results: based on the results of the investigation, accelerated outflow of the progav 2.0 and the shuntassistant 2.0 was confirmed. In addition, it was no longer possible to adjust the progav 2.0. The deposits visible in the shunt system led to the functional impairments. Furthermore, visible deposits were found in the pediatric control reservoir. The deposits did not affect the technical properties at the time of the examination. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx609t) was implanted on (B)(6) 2021 according to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026.